Manufacturer narrative:
The bur subject to this complaint was not returned for evaluation. It was not possible to determine the definitive root cause for the issue reported.

Event description:
It was reported that the coating came off the bur. No adverse consequences were reported.